Event description:
The surgeon implanted a toric silicone lens model aa4203tl and tore during implantation. The lens was cut in half when it was removed. It was stated that the lens was implanted and removed without patient injury. The contact indicated the cause of the lens damage was unknown. Also, the contact stated the mtc-60c fp cartridge was used, but the lot number was unknown. The contact could not recall the model and lot numbers of the injector used.